Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the devices stuck in a reboot loop, and log analysis showed that windows server update services (wsus) auto reboots triggered on multiple stations, causing the med application to shut down, but windows itself did not complete the reboot. A technical support specialist (tss) found that the application stopped as part of the update process, windows updates continued installing in the background and only finalized once the devices were manually rebooted. Since the affected devices were upgraded to version 1.7.3 after the previous weeks incident, the earlier occurrence was unrelated, as the upgrade re images the systems. The issue was likely caused by lengthy wsus update installation following the 1.7.3 upgrade, with incomplete reboots on all but ambsurg 2. Further the tss advised customer to reboot the device when the issue occurs, reinstalling the component manager, or re imaging if needed. Then the customer stated that no further issues reported. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, issue was pyxis machine got struck in reboot cycle at surgery center amsurg-1, amsurg-2, endo-1, endo-2 where machine remain in carefusion blue screen. The window patch application was not allowing to launch automatically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, issue was pyxis machine got struck in reboot cycle at surgery center (B)(6) endo-1, endo-2 where machine remain in carefusion blue screen. The window patch application was not allowing to launch automatically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.